Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported poor bottom teeth alignment, jaw discomfort and uneven bite. They are currently being followed by a dentist and orthodontist and they are awaiting their ortho plan through their dental team. Patient stopped treatment, requested new bite video and if they are starting new treatment with orthodontist to provide letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.